Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple alarm occlusions. The customer blood glucose level was 170 mg/dl. Reportedly, the customer stated experiencing a low blood glucose (bg) event due to bolusing multiple times to correct for the glucose level and the received occlusion alarms. The customer drank a soda to treat the low bg.